Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that two sensors got stuck in the serter when trying to insert them. He wants the sensors and serter replaced. Customer stated his blood glucose earlier was 38 mg/dl. His last blood glucose was 68 mg/dl. Customer declined troubleshooting for low blood glucose. He stated these levels are normal for him. Nothing further reported.